Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that on (B)(6) 2016 at 12:40pm she obtained an alleged inaccurate high blood glucose reading of "344 mg/dl" with the subject meter. The patient is on insulin pump therapy. In response to the elevated result, the patient reported that she overcorrected with insulin. The patient claimed developing symptoms of "sweating and feeling lethargic" at 3:30pm. During the call, the patient claimed she drank juice and ate something in response to the symptoms. The patient claimed she proceeded to the emergency room at 5:30pm where she received treatment of "IV fluids." The patient reported that her blood glucose was measured at "117 mg/dl" on the ER device at 6:00pm. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after taking a correction dose of insulin based on an alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips and meter passed testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.